Manufacturer narrative:
The cobas e411 rack serial number was (B)(6) . The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e411 rack analyzer. Sample 1: at 03:37, the result was 10 pg/ml. Sample 2: at 12:36, the result was 2074 pg/ml. Sample 3: at 17:00, the result was 1881 pg/ml. At 21:21, sample 1 was repeated with a result of 2294 pg/ml. The other samples were repeated and obtained values close to the initial result. No specific data was provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.